Event description:
It was reported that the dexcom g7 experienced signal loss to the ilet after a recent sensor replacement, and the user was guided to toggle the system settings, apply a magnet over the sensor, and re-pair the sensor using the provided code, with instructions to allow time for reconnection and to replace the sensor if pairing failed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an intermittent communication failure consistent with an interoperability problem between the cgm and the ilet, with relevance to the antenna or electrical and magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.